Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient expired after having a coronary artery stent implanted. The patient's medical history was significant for angina, hyperlipidemia and hypertension. The indication for the procedure was unstable angina. The target lesion was the proximal circumflex artery (cfx). The lesion was described as n90% stenosed, de novo, 3mm in diameter and 8mm in length. The lesion was pre-dilated followed by the implant of a 3.5mm x 13mm cypher stent at 12 atms. The stent was not post-dilated. The patient was discharged the following day on aspirin and prasugrel. Approximately five and a half months later, the patient died at home, the cause of death is unknown. According to the study coordinator the death was non-cardiac in nature but no other information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Death is a known potential adverse event associated with implanting coronary artery stents. With the limited information provided and no listed cause of death it is not possible to determine what factors may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no action is required.

Manufacturer narrative:
The product is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
(B)(6) received on (B)(6) 2011 were reviewed. The event that was originally reported as a death was deemed to be related to adenocarcinoma and pancytopenia. Therefore, this medwatch is being unreported as death was not related to the cypher stent the patient had implanted.

Event description:
The patient died. The patient was enrolled in the cypress study with a 90%, de novo, type a lesion n the proximal circumflex. The lesion was 8mm in length and the vessel was 3mm in diameter. The lesion was pre-dilated and a 2.5 x 13mm cypher stent was implanted at 12atm. The stent was post-dilated. Approximately five and a half months post index procedure the patient died at home. The cause of death was not stated.